Event description:
The customer reported to beckman coulter inc (bec) customer technical support (cts) that a system check, performed during overnight maintenance, failed the washed portion three times. Patient results were not generated. Cts troubleshot the system with the customer for hardware sources of the system check failures; customer was unable to resolve the issue. Cts recommended the discontinue use of system. On (B)(4) 2011, a bec field service engineer (fse) checked alignments, mixer system, rv transfer points, and volume tests. The fse changed defective aspirate probe peristaltic tubing and validated repair with system check and qc. System verified as performing to lg steam wpublish performance specifications. Hardware was determined to be the root cause for this event.

Manufacturer narrative:
(B)(4).